Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: observed, one opening in anterior side assessed surgical damage also have a opening crack in diaphragm valve assessed cracked valve seat diaphragm valve. No other observations in the device. Additional, changed, and/or corrected data.

Event description:
Later, patient reported, "breaking out all up around my boob for 4 months."